Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms. Programming options were discussed. No troubleshooting or actions/interventions have been performed. No adverse patient effects were reported. The lead remains in service.